Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to the customer delivering too much insulin, the customer experienced a blood glucose (bg) level of 85mg/dl. By the end of the report, the customer's bg level was 87mg/dl. Recommendation was made to consult with their health care provider to discuss diabetes management.